Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was located in her lower ¿butt cheek.¿ it was noted that the patient lost weight and the device ¿hit the sciatic nerve.¿ it was noted that the device was moved up to the abdomen. It was noted that the patient instructed the physician to not ¿put the stimulator so low, or it would hit the sciatic nerve.¿ it was noted that the physician attempted to ¿make the device even with where the other stimulator was located,¿ but the device was not. It was noted that patient asked the physician to ¿zip and flip.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 3550-09 lot# la6952, implanted: 2002 (B)(6), explanted: 2006 (B)(6), product type accessory product ID: 7435 lot# serial# (B)(4), implanted: 2002 (B)(6), product type programmer, patient product ID: 3487a-33 lot# j0222812v, implanted: 2002 (B)(6), product type lead product ID: 7495lz51 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension (B)(4).

Manufacturer narrative:
(B)(4).